Event description:
It was reported there was difficulty advancing the lead through the sheath and it was reported to be too tight. The lead was removed and replaced. No patient complications have been reported as a result of this event.